Event description:
Reason(s) for revision: pain, noise and alval.

Event description:
Asr revision; asr xl - left; reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left, reason(s) for revision: pain. Update - added a stem, reason for revision and patient ID. Taken from form 73 dated (B)(6) 2013. Reason for revision: noise and alval/ soft tissue damage. Update received (B)(6) 2014. Surgery date and revision date amended.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left, reason(s) for revision: pain. Update - added a stem, reason for revision and patient ID. Taken from form 73 dated (B)(6) 2013. Reason for revision: noise and alval/ soft tissue damage. Update received (B)(6) 2014. Surgery date and revision date amended. Update rec'd (B)(6) 2014 - marked as legal, additional hospital, implant date. (B)(4).